Event description:
It was reported that surgical intervention was undertaken and during procedure it was found that one of the leads appeared to be fractured, and once the ipg pocket site was opened, the physician discovered what appeared to be infectious fluid. Culture samples were taken, and patient was prescribed oral antibiotics.

Manufacturer narrative:
B1 ¿ type of report - product problem added. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2023-05256, 3006705815-2023-05258 it was reported that system was autoreducing. Lead diagnostics showed that one lead had high impedances on all eight contacts and the other lead has a high impedance on one contact. X-rays indicated that one lead has migrated. X-rays also showed that one lead has a bend in it; however, it is unclear if the lead is fractured. No falls were reported. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated that the patient did not report any falls or trauma prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. Analysis of lead a found a broken wire, and a continuity check confirmed it was at channel 5. Due to the afore mentioned broken wire the report of high impedance was confirmed.